Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Several brush heads became loose, one entirely disintegrated inside mouth; tiny metal pin came out and the brush head itself became detached; brush head self destructed [device breakage]. No adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via e-mail on (B)(6) 2016 that he bought a number of packs of oral-b flexisoft brushheads some years ago, and of these brush heads several became loose after only a little use. The last brush head used had entirely disintegrated inside his mouth. He reported a tiny metal pin came out and the brush head itself became detached. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. On (B)(6) 2016 received consumer's follow-up e-mail: the consumer reported the brush heads were replaced about every 8 to 10 weeks, but the particular brush head that self-destructed was only 3 or 4 weeks old. He reported the toothbrush had not been dropped. No symptoms developed.